Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Sigma pace document was inadvertently missed during preliminary testing. Device has gone through functional testing making retrieval of device received state not possible.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted earlier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.